Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was cracked and the top of the battery cap was worn. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory features. A leak was found on the battery compartment during a leak test. A crack extending from the battery cap to the grip pad was observed in the battery compartment and there was evidence of moisture intrusion inside the battery compartment.